Manufacturer narrative:
The report event of sensing noise and inappropriate lv output were confirmed. As received, a partial lead (only distal portion) was returned in one piece for analysis. Visual inspection of the lead found an external insulation abrasion breaching the outer insulation exposing the outer coil proximal to the suture sleeve tie down impressions. The cause of reported events was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can.

Event description:
It was reported that a patient presented with over-sensing of noise, inappropriate automatic mode switch and inappropriate pacing noted on the right atrial lead. This resulted in patient discomfort. The lead was explanted and replaced on (B)(6) 2024. The patient was stable throughout.